Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaint regarding the lot number 9899219. As no sample is available from the customer, we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. Checking the quality database revealed one change control for "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014 which can be potentially related to this issue. Since implantation of the change control, it is strongly recommended to use longitudinal precuts to avoid the tip detachment. Transversal precut is not recommended and should be used with great caution. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number: 9899219. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when removing the catheter from the sterile packaging at the end of the catheter, the tip of the catheter came loose after the balloon. There was no excessive traction.